Event description:
It was reported that the patient experienced hyperglycemia while using the system with a g7 sensor and an inset 6 mm 23" infusion set, with no leaks or pump alarms reported and a confirmatory fingerstick of 326 mg/dl; the patient changed multiple infusion sets, was guided through a full supply change, and glucose values began to decline during the call and subsequently returned to range. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia that resolved with troubleshooting and education. Investigation included troubleshooting, review of pump status and supplies, guidance on infusion set and supply replacement, and confirmation that the prior cannula was not bent. Investigation of this case revealed no device alarms or obvious hardware malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.